Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: the right superior cradle was deviated by the rib fracture: patient sustained a rib fracture. The right superior cradle was deviated by the rib fracture. The surgeon exchanged the cradle from the fourth rib to the sixth one. The surgeon extended the left cradle type at 0.5 mm. The surgeon exchanged the left superior cradle, hybrid type, size 9, from the fourth rib to the fifth one. The surgeon exchanged the right superior cradle, hybrid type, size 8, from the forth rib to the sixth one. The surgeon used two blue clips and five gold ones. No additional information is available at this time. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.